Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to bent cannula and high blood glucose. The customer's blood glucose was over 500mg/dl. The customer treated with bolus. In the hospital the customer was treated with IV fluids. Customer declined high blood glucose troubleshooting at the time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test, and displacement test. Pump passed the dat test at 0.08720 inches. Unit was received with cracked case at the display window corners. Unit was received with minor scratched display window and case.